Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unk_ngp to mmt-1886 as per new additional information and updated in sections b1 (unchecked the box "adverse event"), b2 (unchecked the box "other serious (important medical events)"), b5 (updated the summary),d1/d2a/d2b, d3, d4 and h1 (changed from serious injury to malfunction) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1886. No product return is required for mmt-1886.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with possible over delivery anomaly and discrepancy between sensor glucose and blood glucose. Insulin was suspended due to difference in sensor glucose and blood glucose. The customer reported blood glucose value of 585 mg/dl. The event involved product(s) unk_ngp. Troubleshooting was performed and believes the pump was over delivering. Customer is reporting a discrepancy between sensor glucose value of 50 mg/dl and blood glucose value of 585 mg/dl which is not within range and sensor no longer been responding to glucose changes. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer used the auto mode feature or not at the time of event. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.